Event description:
It was reported by the patient¿s mother that the evening after vns implant surgery patient's pupils were unequal in size and the left eyelid was drooping. Per the implanting surgeon, no information regarding this event is available at this time. No additional relevant information has been received to date.